Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has been alarming all night and wont stop and they received no delivery alarm. Drive support cap is sticking out. The customer's blood glucose was unknown at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir. The device was expected to be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify no excessive no delivery or occlusion alarm due to motor error alarms. Device received with stripped battery cap coin slot. The drive support disk was inspected and no anomaly noted.